Event description:
This ra lead was implanted on (B)(6) 2014 and remains united states implanted as of this time. A report from technical services received on (B)(6) 2017 stating that this lead was involved with noise and shock egm. The representative was able to reproduce noise when she pushed her hands together and pulled them apart. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).